Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, a triclip xtw was attempted to be placed but was unsuccessful as after advancing within the patient and opening the clip the grippers failed. Troubleshooting was preformed and the clip was removed from the patient when it was determined that one of the gripper lines were broken. A second triclip xtw was selected and advanced within the patient, the clip was opened when it was determined that the grippers were also not responding. The clip was removed and it was determined that both of the gripper lines were broken. An additional triclip was selected and implanted successfully. The final tr was grade 1+. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
All available information was investigated, and the reported broken gripper lines were confirmed. The reported gripper actuation issue could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the gripper actuation issue is a cascading event of the broken gripper lines. A cause for the broken gripper lines could not be conclusively determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 4+ tricuspid regurgitation (tr) and thin leaflets for a triclip procedure. During the procedure, a triclip xtw was attempted to be placed but was unsuccessful as after advancing within the patient and opening the clip the grippers failed. Troubleshooting was preformed and the clip was removed from the patient when it was determined that one of the gripper lines were broken. A second triclip xtw was selected and advanced within the patient, the clip was opened when it was determined that the grippers were also not responding. The clip was removed and it was determined that both of the gripper lines were broken. An additional triclip was selected and implanted successfully. The final tr was grade 1+. There were no adverse patient effects or clinically significant delays reported.